Manufacturer narrative:
B3: event date is date valid  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they were trying to connect to their implanted neurostimulator, but kept getting a message saying "if you want to connect to the mystim rc app, press the power button on the recharger to stop recharging your neurostimulator and try again". Agent walked patient through closing out of all apps on the handset. Agent then had patient enter mystim app and patient was able to connect and access therapy. Patient mentioned they met with a rep who was helping them at doctor office yesterday and they wanted patient to try group a for 7 days. Agent reviewed how to turn stim on, patient confirmed they were able to turn stim on, on group a. Agent reviewed to close all apps after they were done with either the recharger or therapy apps. The troubleshooting steps that were taken on the call resolved the issue. Case re-opened and re-assigned to send email to mdt rep. Patient called back and repeated some information on this case. Patient stated that they are in their therapy screen with therapy off. Patient would like to turn on the group a as per mdt rep advised. Agent walked the caller through in turning the therapy on, however patient said that it was "strange" because they do not feel anything at all. Agent had the patient close and relaunch the mystim app and encountered no device response. Patient confirmed communicator light which is solid green and solid blue. Agent assisted patient to toggle the therapy on and off button. Patient still do not feel any stimulation and made a comment that when they are in the office with mdt rep it worked and they could feel the stimulation. Agent redirected patient to their mdt rep to further address. Agent will send email to mdt rep for visibility. Rep responded and noted they would call the pt.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep has seen and spoken with this patient many times. She has received a substantial amount of education (from reps and patient services), including that she is on a type programming that she will not feel, but is on and running. This programming is called dtm. Rep have spoken with her again on this "issue". From a device stand point, there is no issue to resolve, as it is operating as intended. No further action is needed, she says that she now understands.